Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of unasyn, the pump did not detect air in the tubing. It was noted that the size of the air bubble was 0.100ml (100 microliters). There was no patient impact as the air bubble was noticed by the clinician and the device was stopped. Upon further investigation by the hospital¿s biomed, it was found that the air-in-line setting on the device was set to detect 250 microliters of air. It was further mentioned that as a corrective action by the facility, this issue was escalated to their pharmacy department for the possibility to release a new drug library version with narrow air-in-line settings. The customer is requesting that no further investigation to be conducted.